Event description:
It was reported that when the surgeon sat down in the console to begin a da vinci prostatectomy procedure, system error code 20002 was observed on the screen. The patient was under anesthesia and the port incisions were made when the surgeon made the decision to abort the planned surgical procedure. On (B)(6) 2010 (B)(6) reported that after the patient was discharged, the patient reported feeling pain in the areas where the trocars had been placed and a burning sensation when urinating. Reportedly, the symptoms experienced by the patient have cleared.

Manufacturer narrative:
The investigation conducted by field service engineering confirmed that the system error code 20002 experienced by the customer was associated with the left master tool manipulator (mtml). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtml. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 20002 appears when the da vinci safety systems determines that the joint angle, as measured by the primary sensor, is outside of the specified expected range. Upon determining this condition, the safety systems put da vinci in a recoverable safe state. The mtml was returned to isi for failure analysis investigation. Engineering evaluation found that the mtml was out of calibration, thus causing the system error code experienced by the customer. The mtml was recalibrated and as a precaution, the potentiometer and motor encoder were replaced. As of february 4, 2010, there have been no reported recurrences of the issue at this hospital.